Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis manifested as cloudy effluent and abdominal pain. The patient did not require hospitalization but was treated with unspecified antibiotics for the event. At the time of this report, the patient had not yet recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.